Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, when the needle was thrown, it got caught in and detached inside the capio device. The procedure was completed with this device, with no complications to the patient, who is reportedly "great" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available., and we are not able to determine the relationship between this device and the cause of this event. (B)(4)